Event description:
Reporter indicated that neurologist was unable to interrogate pt's device at office visit. It was also reported that the pt does not feel stimulation any longer and that their mood has changed within the last 3 or 4 months. Electromagnetic interference and programming system issues were ruled out as the cause of the unsuccessful device interrogation. Attempts to reset the microprocessor were also unsuccessful. Successful device interrogation was performed at previous office visit approximately 6 months prior, along with device diagnostic testing that was within normal limits, indicating proper device function at that time. The pt denies any injury or trauma that may have damaged the vns therapy system. Generator replacement surgery is planned.